Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, wear abrasion and underweight. A microscopic analysis was performed which one crease sharp in the radius side and have stress marks. Based on the device analysis the final assessment is: a crease sharp in the radius side due to a fold flaw opening.

Event description:
Health professional reported a left side rupture. Device was explanted.